Manufacturer narrative:
(B)(4). Concomitant medical product: biomet microfixation tmj system left standard mandibular component catalog #: 24-6551 lot #: 744970b, biomet microfixation tmj system right standard mandibular component catalog #: 24-6555 lot #: 718440b, biomet microfixation tmj system left fossa component, small catalog #: 24-6563 lot # 762600b, biomet microfixation "2.4 mm" system ht cross-drive screw catalog #: 91-2708 lot #: ni, biomet microfixation "2.4 mm" system ht cross-drive screw catalog #: 91-2710 lot #: ni, biomet microfixation tmj system cross drive fossa screw catalog #: 99-6577 lot #: ni, biomet microfixation tmj system cross drive fossa screw catalog #: 99-6579 lot #: ni. Therapy date: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00444, 0001032347-2018-00445, 0001032347-2018-00446, 0001032347-2018-00447, 0001032347-2018-00448, 0001032347-2018-00449, and 0001032347-2018-00450.

Event description:
It was reported by the patient in a letter that she no longer has the joints implanted as they did not work for her. Attempts have been made and no further information has been provided.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
There was a revision performed in which the implants were removed and replaced; therefore the complaint is considered confirmed. Functional testing and inspections could not be performed due to the parts not being returned. There were no additional materials or information in the form of photographs, x-rays, scans, or physician reports provided to identify a specific failure mode. Device history records (DHR's) for the tmj components were reviewed and no discrepancies were found. DHR review was unable to be performed for the screws as the lot number of the devices involved in the event are unknown. There are no indications of manufacturing defects. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00444-1, 0001032347-2018-00445-1, 0001032347-2018-00446-1, 0001032347-2018-00447-1, 0001032347-2018-00448-1, 0001032347-2018-00449-1, and 0001032347-2018-00450-1.